Event description:
It was reported that the staples jammed.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73j1700406 was manufactured on 09/19/2017 a total of 15,000 pieces. Lot was released on 09/29/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with its staples properly aligned. The stapler was received with 15 staples left in the cover block indicating that at least 20 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release from the device. On the second attempt, the stapler was able to properly form but was unable to release from the device. Another attempt was made and the next four staples were able to properly form and release from the device. On the seventh attempt, the stapler was able to properly form but was unable to release from the device. The stapler was disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. The staple was able to properly form and release from the device. Another attempt was made with the same result. The anvil from the functioning lab inventory stapler was inserted into the returned sample and the stapler was reassembled. Upon engagement of the trigger, one staple properly formed and released. Another attempt was made with the same result. The anvil from the returned sample was inserted back into the returned sample and the stapler was reassembled. To simulate insertion into the skin, the stapler was fired into a simulated skin foam pad. All three staples fired were able to engage and close into the foam. The remaining staple was fired from the stapler with no difficulty. It could not be determined what prevented 2 of the staples from releasing. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "clip jamming" was confirmed based upon the sample received. Upon functional inspection, 2 of the 15 remaining staples were able to properly form but were unable to release from the device. The anvil from the returned sample was put into a functioning lab inventory stapler and upon functional inspection, the stapler formed and successfully released. Similarly, the anvil from the lab inventory stapler was put into the returned stapler and upon functional inspection, the stapler formed and successfully released. The returned sample was then reassembled with its original anvil and three staples were successfully fired onto a simulated skin foam pad.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples jammed.